Manufacturer narrative:
(B)(4). Batch # w90u7u. The device was received attached to a harh36. The nose cone was cracked and the mount was noted to be loose. The handpiece was forcibly removed from the disposable. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to a hiatal hernia procedure, "the gray hand piece didn't disconnect from disposable. The nurse realized that she wasn't able to disconnect them, because she was trying to activate the scissor before the surgery starts and there was a message of error in gen11. Then she tried to disconnect the hand piece to connect again she find it impossible." It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.